Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that pump history was missing despite the pump being used. There was no reported impact to the customer's blood glucose level. Customer continued using the pump for insulin therapy. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.